Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing inadequate stimulation. The patient was prescribed with tramadol for the pocket pain. Additional information was received that the patients ipg had migrated which resulted in difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site and was also experiencing inadequate stimulation. The patient was prescribed with tramadol for the pocket pain.